Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6), 2014. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. The patient denied developing symptoms; however, that same afternoon, the patient went to the emergency room (ER) and was administered insulin (type/ amount not specified) as treatment. The patient did not test her blood glucose with another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly may have received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.